Event description:
It was reported that multiple hv charging and therapies were delivered due to lead noise. During the replacement procedure, a fracture was observed on the lead.

Manufacturer narrative:
The reported fracture anomaly was verified in the laboratory. Analysis found an abrasion at 23.7cm from the connector. The is-1 distal coil and one of the df-1 rv cables were exposed and melted in this area. The insulation abrasion found is consistent with lead friction to another device.